Event description:
Alaris pump was programmed to run a bag of keppra as a secondary line. Pump was beeping "air in line." The secondary bag of keppra was full, and the primary 50cc bag of normal saline was completely empty. Pump ran a secondary infusion as a primary. Channel was tested and all tests passed normal operating parameters. Returned to service. No injury to patient. Pump was not sequestered and is not available for return. Carefusion/bd corp, model # 8100.